Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported that customer was admitted to hospital due to diabetic ketoacidosis. Customer was on insulin pump and no changes was made. It was unknown if insulin pump was auto mode. Insulin pump will not be returned for analysis.